Manufacturer narrative:
This appeared to be a reagent related issue. The customer will be sent a new lot of reagent. The customer indicated that qc has been good throughout. Since the issue was reagent related, service was not requested for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the unicel dxc 800 synchron clinical system. No specific information was provided by the customer. The rf results were in the range of 21-25iu/ml. The results were reported outside of the laboratory. There was no affect to patient treatment with regard to this event.